Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. The adapter was connected to a representative handle running software pt00092127 and the device calibrated correctly. A representative reload was attached to the adapter and was able to be loaded and unloaded without difficult. The unit was able to be rotated and articulated in all directions without hangups or sluggishness. The unit was able to clamp and unclamp without any issues. Evaluation of the adapter logs noted uart communication errors and a calibration error. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a unreported condition of uart communication errors that has no relationship to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic wedge resection, the nurse checking the opening and closing of the jaws, and the jaws were closed but could not be opened. When both handle and adapter were removed and reattached to the reload, the jaws were opened. Therefore, another adapter was used to complete the case. There was no patient injury.